Manufacturer narrative:
The baxter technician thoroughly inspected the nurse call device and was unable to duplicate the reported issue. The nurse call device functioned as designed. However, if the reported event of a fall risk alert lights not flashing were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.

Event description:
A customer contacted technical service to report that nurse call installation the fall risk alert lights were not flashing. There was no patient injury or death reported with this event. It was unknown if any second device was also involved. The reporter did not communicate this event to another baxter department or authority.